Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue.there is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed a call service 078 alarm. The alarm was duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Additionally, evidence of moisture corrosion was found in the battery compartment, with a leak. The pump was opened and moisture was found near the motor flex connector. Due to moisture on the motor flex connector the motor was not working. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.